Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced an error message on the patient handheld stating, "only less than the desired therapy can be delivered. Please contact your physician." The patient was unable to increase stimulation and experienced a loss of therapy, which was being compensated for with medication. The patient also reported an increased frequency of device recharging. Device interrogation and impedance measurement were performed at the outpatient clinic, revealing abnormal impedance at the subthalamic nucleus (stn) on the right side, with elevated impedance at contact 9a (38,000 ohms). The patient had previously experienced a similar out-of-range message while being stimulated on contact 9b, which also showed increased impedance historically, leading to a switch to contact 9a. The report data, including impedance measurements and error message information, was forwarded to the treating physician for further evaluation. No surgical intervention occurred, and the device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the root cause of the event was unknown. The physician reprogrammed the patient on contact 9c.